Event description:
It was reported the patient was found dead in bed. His wife stated the device did not fire, "as per the monitor." Follow up with the medical examiner reported the patient had cardiac disease. There was no allegation from a hcp that the death was device related. Additional information was subsequently received reporting the cause of death to be atherosclerotic cardiovascular disease, dilated cardiomyopathy, obesity, and not related to a malfunction of the device or lead system.

Event description:
It was reported the patient was found dead in bed. His wife stated the device did not fire "as per the monitor." Follow up with the medical examiner reported the patient had cardiac disease. There is no allegation from a hcp that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There was no indication the death was device related. Corrected facility aware date. Evaluation summary: no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.there was no indication the death was device related; the cause of death has been requested but has not been received. Analysis of the device is in process; the results will be forwarded when available.